Manufacturer narrative:
Examination of the returned product by a depuy (B)(4) supplier found the complaint unconfirmed; the investigation could not identify any product problem. A complaint database search finds no other reported incidents against the provided glenosphere product and lot code combination. A depuy (B)(4) supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Glenosphere would not engage with the metaglene. Update rec¿d (B)(4) 2014 - part/lot information for the metaglene received.